Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to use conditions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The sureform stapler 30 white reload instrument was analyzed and the reload was returned without the installation or removal tools. The reload was removed from the jaws and inspected. Visual inspection found that the reload was missing the switch. Additional findings not reported by site: the instrument was found to have a detached fragment. The reload was found to have a dislodged switch at the tail. The dislodged switch was not returned with the reload.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.